Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a routine colonoscopy procedure in a 50-year male patient (sedated for 10 minutes with propofol and midazolam), the device lost insufflation mid-procedure. The procedure was stopped for 45 minutes, the endoscope was removed, and procedure restarted with another scope. Upon changing the scope, the procedure and insufflation were resumed. The procedure was completed with another device. Reportedly, the suction button appeared bent and could not springing back to shape once depressed. There were no reports of patient harm. The patient was discharged home the same day. The device was inspected prior to use.

Event description:
It was further clarified that there was an issue with the suction/air intake button. Per the nurse, the button was bent and did not spring back to its original position when the user¿s finger was released.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and there were no abnormalities with the air/water button or the suction button. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, there were no device abnormalities observed. However, it is likely that a foreign object was blocking the air channel of the endoscope which caused a temporary feeding air failure. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿13.8 air/water feeding and suction air/water feeding [caution]: do not operate the air/water valve of the endoscope under the following conditions while the endoscope is inserted in the patient. -the air flow button "off" indicator of the light source is illuminated. -the water container is not connected to the endoscope connector. -the endoscope connector is not connected to the output socket of the light source.¿ ¿operation of the air/water valve under such conditions may cause bodily fluids or debris from the patient to backflow from the distal end to the water container.¿ this supplemental report includes an update to h3 from the initial medwatch. Additional information was received from the customer. B5 has been updated accordingly. Also, a correction has been made to d4 from the initial medwatch. Olympus will continue to monitor field performance for this device.